Manufacturer narrative:
Pregnancy questionnaire received on (B)(6) 2016: patient's demographic information was provided. Amenorrhea due to contraception with cerazette. She had no abnormal bleeding. Prior to insertion, there were no abnormalities. Essure ess305 with batch (B)(4) had been inserted on left side. Essure insert with batch (B)(4) had been inserted on right side. Essure confirmation test was performed via x-ray three months after insertion. The pregnancy was confirmed through beta hcg was reported as (B)(4). The patient decided to terminate the pregnancy. Bilateral salpingectomy was performed. However, essure inserts were not found. Follow up information received on 17-may-2016 from the physician: the physician confirmed that this case concerned an ectopic pregnancy. Bilateral salpingectomy was performed as alternative contraception and not due to essure inserts. He had no further information to provide regarding the inserts that were not found during bilateral salpingectomy. No further information was expected to be provided. Follow up information received on 27-may-2016: quality-safety evaluation of product technical complaint (ptc): this adverse event report is related to a ptc and the bayer reference number for the ptc report is (B)(4). Batch number (B)(4). In this case no product was returned. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the assessment resulted in an unconfirmed quality defect. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 31-may-2016 for the following meddra preferred terms: ectopic pregnancy with contraceptive device. The analysis in the global safety database revealed (B)(4) cases. Device dislocation. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Company causality comment this medically confirmed spontaneous case report (received via regulatory authority) refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced an ectopic pregnancy. She was submitted to a bilateral salpingectomy as alternative contraception; during this surgery the essure inserts were not found (exact location not specified, event interpreted as device dislocation). These events are serious due to their medical importance and listed in the reference safety information for essure. Pregnancies have been reported among women with essure micro-inserts in place. Some of these pregnancies were due to patient non-compliance, including failure to return to essure confirmation test. When pregnancy does occur after essure placement, the relative risk that it will be an ectopic pregnancy is higher than for women who do not have essure in place. In this particular case, the patient had an x-ray after essure placement as confirmatory test. On an unspecified time later, she had an ectopic pregnancy diagnosed and essure inserts were not found during a salpingectomy. This device dislocation could have been a contributory role in the reported essure failure (pregnancy). However, since the mechanism of these events is unknown (if the dislocation occurred before or after pregnancy onset); causality with essure cannot be excluded. This case is regarded as an incident due to the serious injuries reported: ectopic pregnancy (which usually requires medical intervention) and device dislocation (for which a uterine perforation cannot be totally excluded). The product technical complaint investigation resulted in an unconfirmed quality defect.

Event description:
This is a spontaneous case report received from a health professional via regulatory authority ((B)(4)) in (B)(4) on 21-mar-2016. It describes the occurrence of pregnancy in a female patient who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2014. The suspected batches (B)(4). The patient became pregnant and an exploration was ongoing to find whether it was an intrauterine pregnancy or an ectopic pregnancy. Regular monitoring of the patient will be potentially to be done. Follow up information received on 01-apr-2016: according to lqr (local quality responsible) team the reported batch (B)(4) does not exist. The product technical compliant investigation will be initiated for batch (B)(4). Company causality comment: this medically confirmed spontaneous case report received via regulatory authority refers to a female patient who had essure (fallopian tube occlusion insert) inserted and became pregnant. An exploration was ongoing to find whether it was intrauterine or ectopic pregnancy (worst case scenario assumed, pregnancy interpreted as ectopic pregnancy). Ectopic pregnancy with essure is serious due to its medical importance and listed in the reference safety information for essure. Pregnancies have been reported in women with essure micro-inserts in place. When pregnancy occurs after essure placement, the relative risk that it will be an ectopic pregnancy is higher than for women who do not have essure in place. In this particular case, no information regarding the time lapse between essure insertion and onset of pregnancy was provided. Therefore, a causal relationship with essure cannot be excluded (device ineffective). This case is regarded as incident due to suspected ectopic pregnancy. A product technical complaint analysis is being sought. Further information has been requested.

Manufacturer narrative:
Follow-up received on 23-jun-2016: quality-safety evaluation: this adverse events report is related to a product technical complaint (ptc) - ectopic pregnancy - device ineffective - essure inserts were not found during bilateral salpingectomy. Incident case. (B)(4). Batch (B)(4) is a valid lot number - production date 12-mar-2014 and expiration date 31-mar-2017. Batch (B)(4) - production date 25-sep-2013 and expiration date 30-sep-2016. In this case no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the reported medical events and lack of efficacy are known, possible. Undesirable events and not indicative of a quality deficit per se. A review for similar cases for these batches resulted in no other ae cases identified. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 31-may-2016 for the following meddra preferred terms: ectopic pregnancy with contraceptive device. The analysis in the global safety database revealed (B)(4) cases. Device dislocation. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Company causality comment this medically confirmed spontaneous case report (received via regulatory authority) refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced an ectopic pregnancy. She was submitted to a bilateral salpingectomy as alternative contraception; during this surgery the essure inserts were not found (exact location not specified, event interpreted as device dislocation). These events are serious due to their medical importance and listed in the reference safety information for essure. Pregnancies have been reported among women with essure micro-inserts in place. Some of these pregnancies were due to patient non-compliance, including failure to return to essure confirmation test. When pregnancy does occur after essure placement, the relative risk that it will be an ectopic pregnancy is higher than for women who do not have essure in place. In this particular case, the patient had an x-ray after essure placement as confirmatory test. On an unspecified time later, she had an ectopic pregnancy diagnosed and essure inserts were not found during a salpingectomy. This device dislocation could have been a contributory role in the reported essure failure (pregnancy). However, since the mechanism of these events is unknown (if the dislocation occurred before or after pregnancy onset); causality with essure cannot be excluded. This case is regarded as an incident due to the serious injuries reported: ectopic pregnancy (which usually requires medical intervention) and device dislocation (for which a uterine perforation cannot be totally excluded). As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded.

Manufacturer narrative:
(B)(4).